Event description:
Surgeon complained that one of the ti 3-d heads for ti click-x screw implanted in 2003 was confirmed by x-ray during a routine exam to have broken post-operatively and was explanted on an unknown date.